Manufacturer narrative:
The police confiscated the unit following the incident. The unit has not been returned to caire. If any new information is discovered, a follow up report will be submitted.

Event description:
The patient suffered a severe burn on the back of the upper thigh after using his mediwalk on (B)(6) 2020. According to the patient's son, the patient sat on the table and the mediwalk started burning. The patient was hospitalized. According to the son, no flammable material was in proximity of the unit as the incident occurred. The police confiscated the mediwalk for examination. The patient was hospitalized for treatment of severe burn to upper thigh. The customer has been using lox equipment since 2015. This unit was given to the patient at the end of 2019. On (B)(6) 2020, caire was informed that the patient passed away. It is not known whether this is a consequence of the injuries sustained during the incident.

Manufacturer narrative:
The police confiscated the unit following the incident. The unit has not been returned to caire. Additional information was received from the customer. The customer confirmed that the injury received by the patient was a normal burn (rather than a cold burn caused by liquid oxygen) arising from an independent fire source, and not the device. If any new information is discovered, a follow up report will be submitted.